Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, user experienced a pulling loose of the guidewire when retrieving the guidewire in the catheter during a PICC placement maneuver.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One photograph of a stylet was returned for evaluation. An initial visual observation of the photograph showed a stylet in a clear, plastic bag. The stylet was observed to be tangled around itself within the bag. The core wire appeared to be broken in multiple spots along the length of the stylet. Additionally, the coil wire was severely unraveled and elongated. No details of the fracture site(s) could be discerned from the returned photograph. Use residue was observed on the sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.